Event description:
It was reported to boston scientific corporation that a speedband superview super7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the bands have not functioned correctly. It was reported that it was not coming off the scope or getting stuck on the scope and it was not deploying correctly. It was noted that there was no difficulty experienced upon setting up the device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the plastic shrink wrap was removed earlier in the set-up process, which is not described in the instructions for use.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.